Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access solution set took longer to infuse than expected. Inspection of the set revealed kinked tubing. The set was being used with a spectrum pump to infuse chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.